Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient successfully had an inferior vena cava filter placed after diagnosis of pulmonary embolus subsequent to a supracervical hysterectomy. Approximately six years eight months post filter deployment, the patient had an esophagogastroduodenoscopy (egd) performed after CT scan demonstrated the filter perforating into the aorta and possibly the third portion of the duodenum. The egd demonstrated the patient had a normal duodenum without perforation of the ivc filter. Approximately six years eleven months post filter deployment, the patient was admitted for elective endovascular repair of the infrarenal abdominal aorta due to perforation of the ivc filter into the aorta. Bilateral common femoral arteries were accessed and a biliary stent was placed to hold the filter limb against the wall of the aorta. A stent graft system was successfully placed over the filter limb perforation and the stent. An arteriogram demonstrated good placement of the stent and blood flow was re-established. Access was removed and manual pressure was held. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Allegedly, CT imaging demonstrated limb perforation into the abdominal aorta and possibly into the third section of the duodenum. An egd was performed and confirmed no perforation into the duodenum. Approximately six years and eleven months after filter implantation, elective endovascular repair of the infrarenal abdominal aorta. A stent was deployed to hold the intraluminal portion of the limb in place. Based on the medical record review, the investigation is confirmed for limb perforation of the ivc into the abdominal aorta. The investigation is inconclusive for limb detachment as there was no mention of this issue within the medical records provided. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at some time following a filter deployment; filter perforation of the ivc and aorta were identified. Allegedly, surgery was performed to remove the vena cava filter and repair the aorta. No other additional information regarding the event was provided. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed for diagnosis of deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter was allegedly detached and filter limb(s) perforated into organs. The filter remains implanted with no attempt to retrieve the filter. The patient alleges to experience respiratory distress, fatigue, and muscle spasms in leg. Based on a review of the medical records received, it was reported approximately six years post filter deployment after diagnosis of pulmonary embolism status post supracervical hysterectomy, CT scan performed for complaint of abdominal pain demonstrated filter limb perforation into the aorta. Approximately seven years post filter deployment, a biliary stent and aortic stent graft were placed in the aorta to hold the filter limb against the intra-aortic wall. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged perforation of the ivc wall and aorta. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that at some time following a filter deployment; filter perforation of the ivc and aorta were identified. Allegedly, surgery was performed to remove the vena cava filter and repair the aorta. No other additional information regarding the event was provided. The patient status at this time is unknown.

Manufacturer narrative:
Medical record review: the patient successfully had an inferior vena cava filter placed after diagnosis of pulmonary embolus subsequent to a supracervical hysterectomy. Approximately six years eight months post filter deployment, the patient had an esophagogastroduodenoscopy (egd) performed after CT scan demonstrated the filter perforating into the aorta and possibly the third portion of the duodenum. The egd demonstrated the patient had a normal duodenum without perforation of the ivc filter. Approximately six years eleven months post filter deployment, the patient was admitted for elective endovascular repair of the infrarenal abdominal aorta due to perforation of the ivc filter into the aorta. Bilateral common femoral arteries were accessed and a biliary stent was placed to hold the filter limb against the wall of the aorta. A stent graft system was successfully placed over the filter limb perforation and the stent. An arteriogram demonstrated good placement of the stent and blood flow was re-established. Access was removed and manual pressure was held. The patient was hemodynamically stable at the conclusion of the procedure. No results available since no evaluation performed

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed for diagnosis of deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter was allegedly detached and filter limb(s) perforated into organs. The filter remains implanted with no attempt to retrieve the filter. The patient alleges to experience respiratory distress, fatigue, and muscle spasms in leg. Based on a review of the medical records received, it was reported approximately six years post filter deployment after diagnosis of pulmonary embolism status post supracervical hysterectomy, CT scan performed for complaint of abdominal pain demonstrated filter limb perforation into the aorta. Approximately seven years post filter deployment, a biliary stent and aortic stent graft were placed in the aorta to hold the filter limb against the intra-aortic wall. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.